Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior and posterior view of the device consistent with a crease/fold. A tear on the posterior view measuring approximately 1.3 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 425cc mentor smooth round moderate profile saline catalog: 3501670, lot: 6781078, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with a 500cc mentor smooth round moderate plus profile saline breast prosthesis on the right side, suffered deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 18, 2020, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 29,2020, mentor became aware that the patient actually experienced bilateral deflation. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 500cc mentor smooth round moderate plus profile saline catalog: 3502500 lot: 9428117 sn: (B)(6) and (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9367662 sn: (b(6). Deflation on the left breast implant was reported under mrn: 1645337-2020-07620. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.